Event description:
Additional information was received via email from the customer on 4-nov-2022 and attached by the manufacturer into the complaint. The pump looks like it was programed correctly but somewhere between the time the infusion started and the patient came back to be disconnected, the rate changed to 0.4ml. Also, it appears that the pump was alarming at night, and I wanted to know if the patient called the service center to alert them.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: e1: correction: initial reporter / name and address: updated.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient went to the clinic to disconnect the pump which showed that there was zero volume remaining. However, upon reviewing the medication bag, the next day, it was noticed that there were 160 milliliters of medication remaining in the bag which means that the patient had received only 70 percent of the dose. Upon review of the pump settings, it showed that it was programmed correctly but somewhere between the time the infusion started and the patient was disconnected, the rate had changed to 0.4 milliliters. It also appeared that the pump had alarmed during the night. No patient injury was reported.